Event description:
Customer reported a pre-charge error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened and reseated the battery connectors. System operates as intended. This MDR is related to ge healthcare complaint number.